Manufacturer narrative:
During product evaluation, it was found that the packaging was within specifications. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Event description:
During product evaluation, it was found that the product was within specifications. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the face plate of the unit was broken, display was noted to not be attached, there were exposed wires that did not function and needed replacement. There is no health impact or delay reported. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.